Event description:
On (B)(6) 2013, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the reporter was unable to be reached by phone to obtain additional information. The patient's mother called to report that the subject meter read inaccurately low compared to another device; however, was unable to provide blood glucose readings obtained either with the subject meter or on the other device. It is not known what medications, if any, the patient takes to manage his diabetes. It is also not known if any changes to were made to the patient's usual diabetes management regimen in response to the alleged inaccurate low result. The reporter mentioned that the patient developed symptom of "nausea" at an unspecified time after the alleged meter inaccuracy started, but it is not known if the patient received medical treatment in response to the symptom. At the time of troubleshooting, the cca noted that the reporter did not have the subject meter or testing supplies available. It was noted that the subject meter was lost. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused and/or contributed to a serious injury. The patient's reported symptom does not meet lfs' criteria of a serious injury. However, this complaint is being reported as a malfunction because lfs could not determine that the subject meter met lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.